Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist stated in the letter the patient present for a full exam. The patient informed them that they had been using the byte aligner without supervision of a dentist. They have been in treatment for over a year. The patient has previous history of periodontal disease and ortho treatment was contraindicated and should not have been initiated without periodontal clearance by a general dentist. It is the professional opinion that byte aligners has contributed to irreversible damage to the patients periodontal health and resulted in need for surgical intervention and loss of teeth. It is suggested to the patient to stop treatment immediately to prevent further tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.